Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a touchscreen lockup was confirmed. Ventec replaced the touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the touchscreen. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.